Event description:
It was reported that a detached or missing sensor wire occurred. It was reported that the patient wore the sensor beyond intended use. Labeling indicates: g4 and g5 mobile sensor sessions last seven days and g6 lasts ten days. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).